Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via right radial artery. The 80-90% stenosed 24 mm x 2.25-2.5 mm, de novo, eccentric target lesion was located in the moderately calcified and severely tortuous left anterior descending (lad) artery with a bend between 45 degree and 90 degree. Left coronary artery was engaged with a 6f 3.5 non bsc guide catheter coaxially and a non bsc guide wire was placed initially in diagonal 1 branch artery. Predilatation was performed with a 2 x 12 mm non bsc balloon catheter up to 18 atmospheres and another non bsc guide wire was placed distally in the lad. Dilatations were repeated in the proximal and mid of the lesion using the same balloon catheter up to 18 atmospheres. Then a 28 x 2.50mm taxus¿ liberté¿ stent was advanced to treat the lesion. However, the device was unable to cross due to resistance. The procedure was completed by deploying a 16 x 2.5mm taxus¿ liberté¿ stent in mid lad at 16 atmospheres and overlapped with a 20 x 2.5mm taxus¿ liberté¿ stent proximally at 20 atmospheres. Post stent dilatation was done by a 2.75 x 9mm non bsc balloon catheter up to 20 atmospheres. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, distorted and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).